Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 13 july 2016 - the patient's medical records were received. The medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 02/08/2016.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture of the knee inlay at lps. The metal component of the tibia inlay is broken. Revision is necessary.

Manufacturer narrative:
The complaint states fracture of the knee inlay at lps. The metal component of the tibia inlay is broken revision is necessary. A complaint database search and review of manufacturing records did not identify any anomalies. The lab report and products were reviewed by bioengineering and a report was received stating; the metal component of the tibia inlay is fractured. This was reviewed in the lab report (B)(4) which determined the fracture was due to fatigue with no findings of deficiencies. The x-rays were of poor quality, it was not possible to see the fracture. The medical records were just describing the revision procedure and do not provide any indication of the cause of the failure. It was unlikely that a manufacturing defect was present the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.